Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Due to intermittent power up functional testing was unable to be performed; therefore, the data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection was performed and passed. The reported event of an intermittent output was not confirmed. A root cause could not be determined.